Event description:
A 4.0 mm x 12 mm nc sprinter rx dilatation balloon catheter was inserted for treatment of a lmt and lad lesion. The lesion morphology was moderately tortuous with no calcification. It was reported that another manufacturer's stent was successfully implanted in the lcx. The nc sprinter balloon was advanced for pre-dilatation of the #5 and #6; and also to expand the proximal portion of the deployed stent. The balloon was inflated to 12 and 14 atmospheres. The balloon was successfully removed from the patient. A driver stent was successfully deployed at the #5 and #6. The physician then attempted to reinsert the nc sprinter and another manufacturer's balloon in order to perform a kissing balloon procedure. While advancing the nc sprinter, the physician encountered resistance inside of the guide. The physician withdrew the nc sprinter and re-attempted to advance; strong force was applied. The nc sprinter was inflated to 16 atmospheres; however, the distal side seemed to be longer than usual on cine. The kissing balloon procedure was completed with 2 other balloons. It was reported that the device was inspected prior to use and no abnormalities were noted. No clinical sequelae were reported and there was no injury to the patient. Evaluation summary: medtronic has received the device and its analysis has been completed. The transition tubing was stretched. There was also hardened solution present in the tip of the device. Transition tubing length was measured at 19.9cm (from the proximal end of the hypotube bond to the distal end of the transition tubing in the exchange joint). The presence of blood within the inflation lumen and the balloon indicated the presence of a leak. Negative purge did not confirm the presence of a leak possibly due to the large amount of blood within the outer lumen and the balloon. The device was slowly inflated and a leak was detected on the balloon. The leak was located at the end of the balloon, working length distal to the distal marker band. The inner lumen and attach tip bond were severely bunched under the distal cone. The possibility exists that the inner lumen was stretched while supported by the guide wire, however, when the guide wire was removed, the inner material bunched under the distal cone. The balloon was cut away and the bunched section of the inner lumen stretched out. Information received from the account confirmed that the device was inspected prior to use with no issues noted. The balloon was inflated to 12 atms and 14 atms at the lmt#5 to lad#6. Next, the physician attempted a kbt procedure, but encountered resistance advancing the nc sprinter through the guide catheter. The physician withdrew the nc sprinter and re-advanced it with a strong pushing force. The balloon was successfully inflated to 16 atms and the physician noted that the distal side of the balloon seemed longer then usual on cine. The possibility exists that the distal side of the balloon may have appeared longer on cine as a result of the stretching of the inner lumen underneath the distal cone. The stretching of the inner lumen may also have resulted in the distal marker band appearing to have moved proximally away from the distal cone. Information received from the account, confirmed that resistance was encountered as the device was advanced through the guide catheter for a kbt procedure and the device was withdrawn. The possibility exists the both guide wires may have become entangled, resulting in the stretching of the inner lumen.